Event description:
The customer reported that following a radiology procedure in both the right and left femoral arteries on 6/18/2000, vasoseal vhd kit size 2 was deployed in both the right and left puncture sites and hemostasis was achieved. The pt signed out of the hosp against medical device and refused discharge instructions. The pt returned to the hosp on sunday with an infection. The pt was re-admitted and treated with IV antibiotics and an incision and drainage procedure. No further complications were reported.